Event description:
Pt alleged that they swallowed a cleaning tip (insert) while having their teeth cleaned at the dentist's office. The dr sent them for a series of x-rays which showed the lip lodged in the small intestines. After two weeks, the tip remained lodged and a colonoscopy was scheduled. The colonoscopy did not show the tip. The day before the surgery. The pt was given an oral solution to help clear their intestinal system. X-rays were taken again prior to surgery and the tip was no longer in their system. No surgery was necessary.